Manufacturer narrative:
Retainer ring = black . Customer returned pump for an alleged insulin flow blocked alarm, under delivery, and high bg's found on (B)(6) 2021. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No under delivery anomalies noted during testing. No unexpected insulin flow blocked noted during testing. Unit successfully downloaded to thus and carelink. Confirmed 87.725 units of normal bolus were delivered on (B)(6) 2021 between 00:00:00.000 and 23:59:00.000. Confirmed pump alarm insulin flow blocked alarm on (B)(6) 2021 14:48:42.000 in pump downloaded history. No unexpected insulin flow blocked alarms in pump history download. Unable to confirm high bg's. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and minor scratches on lcd window. In summary, customer allegation for under delivery and insulin flow blocked alarm was not confirmed. Unable to confirm high bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced high blood glucose. The customer¿s blood glucose level was 25.6 mmol/l at time of incident. Customer's current blood glucose level was 22.2 mmol/l. The customer was assisted with troubleshooting. The customer stated that the symptoms related to high blood glucose such as urination. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer alleged that insulin pump was under delivering. Customer stated that they had insulin flow block alarms. The device will not be returned for analysis.